Event description:
Customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed the device didn't detect patient load through defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was replaced under warranty returned to the product analysis center (pac) for evaluation. Device was archived by stryker. Stryker evaluated the customer¿s device at the pac and observed the device didn't detect the patient through defibrillation electrodes. The root cause of the reported issue was determined to the ECG a/d converter.